Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraine"), anaemia ("anemia"), fatigue ("fatigue"), anxiety ("anxiety") and pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, migraine, anaemia, fatigue, anxiety and pain outcome was unknown. The reporter considered anaemia, anxiety, device breakage, fatigue, migraine and pain to be related to essure. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('fracturing of the implant/ one was broken and appeared to be in uterus'), pelvic inflammatory disease ('pelvic inflammatory disease') and fallopian tube perforation ('it looks like one initially perforated tube'). In a 43-year-old female patient who had essure (batch no. 627748), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube \unilateral occlusion (left tube occluded)", medical device monitoring error "should not have had it done with essure". And device difficult to use "one of my tubes had a lot of scarring and was more difficult to remove". The patient's medical history included: headache and attention deficit/hyperactivity disorder. The patient had depression related to having abnormal ultrasound. She missed her yoga teacher training & vacation, due to debilitating periods. And loss of health coverage from employer. In (B)(6) 2017, the patient underwent colonoscopy, endoscopy and had biopsy of endometrium following abnormal ultrasound of endometrium. Previously administered products included, for an unreported indication: dextroamphetamine. Concurrent conditions included: anal pain, rectal pain, bronchitis, acute sinusitis, rhinitis, menorrhagia, abdominal adhesions, ischemia bowel, muscle strain, urinary tract infection, uterine fibroids, idiopathic thrombocytopenic purpura, endometrial cancer, endometrial polyp, endometriosis, adenomyosis, thyroid disorder, abdominal pain, abdominal discomfort, heavy periods, vaginal bleeding, pelvic pain, hemorrhoids, sleep apnea, hemorrhoids, tooth fracture, unspecified vitamin deficiency, asthma, genital herpes and varicose vein. Concomitant products included bupropion since 2010, caffeine;paracetamol (excedrin) since 1983, clonazepam since 2010, docusate sodium (colace) from august 2016 to june 2018, escitalopram oxalate since 2010, ferrous sulfate from july 2017 to march 2018, fluticasone since 1990, lifitegrast (xiidra) since 2017, macrogol 400;propylene glycol (systane ultra) since 2012, salbutamol (proventil hfa) since 1990, valaciclovir (valacyclovir) since 2007 and valproate semisodium (divalproex) since july 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced, pelvic pain ("pain\chronic pain & invasive procedures\ stabbing pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced, tired all the time ("fatigue\ I remember telling dr. That I was tired all of the time and he told me t get an espresso maker/ tired") and fatigue ("fatigue"). In 2010, the patient experienced, anxiety ("psychological or psychiatric, problems: conditions anxiety \ I experienced situational anxiety") and depression ("psychological or psychiatric problems, condition: I experienced situational anxiety/depression related to having abnormal pap smears"). On (B)(6) 2016, the patient experienced, hot flush ("hot flashes") and night sweats ("night sweats"). In 2017, the patient was found to have smear cervix abnormal ("psychological or psychiatric problems, condition: I experienced situational anxiety/depression related to having abnormal pap smear"). And weight increased ("weight gain / loss, specify, which one: weight gain\ I never owned a bathroom scale and have never measured my weight myself"). And experienced back pain ("lower back pain\ lower right back pain"). On (B)(6) 2017, the patient experienced, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)\missing work, due to debilitating periods"). In (B)(6) 2017, the patient experienced, anemia, unspecified ("anemia w/o medical explanation / I lost a little more blood than is usual"), gastrooesophageal reflux disease ("reflux") and abdominal distension ("bloated belly that felt firm and rubbery, making it difficult to teach (prone on belly and hinging from hips became nearly impossible), yoga / bloating / bloated belly region"). On (B)(6) 2017, the patient experienced, device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced, flatulence ("the gas pain was so bad, that I could barely lift arms up shoulder height"). On an unknown date, the patient experienced, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("dr. Said I lost a little more blood than is usual"), migraine ("migraine"), headache ("headaches"), pain ("pain during yoga postures/pain"), asthenia ("rubbery making it difficult to teach (prone on belly and hinging from hips became nearly impossible) yoga"), abdominal pain ("front abdomen pain\entire abdomen pain"), cervix inflammation ("dr. Said that my cervix was very inflamed and had to be removed"), the first episode of uterine enlargement ("he also said my uterus was much larger than it should have been/ abnormal uterine lining"), endometrial hyperplasia ("that the uterus lining was thicker/ uterine lining was abnormal"), fallopian tube disorder ("one of my tubes had a lot of scarring and was more difficult to remove"), gastrointestinal disorder ("gi issues"), the first episode of fallopian tube cyst ("tubal cyst"), polyp ("polyps"), muscular weakness ("my muscles are weak"). The second episode of fallopian tube cyst ("I only had cyst on my tubes"), anemia ("anemia"), fallopian tube perforation (seriousness criteria medically significant and intervention required), influenza ("I got flu one week after my surgery"), central nervous system immune reconstitution inflammatory response ("chronic autoimmune response affects thyroid and adrenal glands, seratonin production and a host of other hormones"), malabsorption ("absorption of nutrients is affected"), inflammation ("chronic inflammation"), dyspepsia ("heartburn"), disease risk factor ("risk for a deep vein thrombosis"), chest discomfort ("discomfort of breathing"), mobility decreased ("couldn't move over to tie shoes or practice yoga"), eye swelling ("my eyes are swollen from crying so much"), scar ("scar tissue"). And the second episode of uterine enlargement ("uterus was 7 times the size"). Was found to have uterine leiomyoma ("fibroids") and underwent polypectomy ("abnormal thickening of lining and a polyploid growth removal"). The patient was treated with botulinum toxin, type a (botox), sumatriptan (imitrex), valproate semisodium (depakote). And surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy (full),dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic inflammatory disease, genital haemorrhage, migraine, anemia, unspecified, tired all the time, depression, smear cervix abnormal, fatigue, headache, dysmenorrhoea, pain, asthenia, cervix inflammation, endometrial hyperplasia, fallopian tube disorder, flatulence, hot flush, night sweats, gastrointestinal disorder, polyp, uterine leiomyoma, muscular weakness, the last episode of fallopian tube cyst, anemia, fallopian tube perforation, influenza, polypectomy, central nervous system immune reconstitution inflammatory response, malabsorption, inflammation, disease risk factor, chest discomfort, mobility decreased, eye swelling, scar and the last episode of uterine enlargement outcome was unknown. The pelvic pain, vaginal haemorrhage, menorrhagia, weight increased, gastrooesophageal reflux disease, back pain, abdominal distension, abdominal pain and dyspepsia had resolved and the anxiety was resolving. The reporter considered abdominal distension, abdominal pain, anemia, unspecified, anxiety, asthenia, back pain, central nervous system immune reconstitution inflammatory response, cervix inflammation, chest discomfort, depression, device breakage, disease risk factor, dysmenorrhoea, dyspepsia, endometrial hyperplasia, eye swelling, fallopian tube disorder, fallopian tube perforation, flatulence, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, inflammation, influenza, malabsorption, menorrhagia, migraine, mobility decreased, muscular weakness, night sweats, pain, pelvic inflammatory disease, pelvic pain, polyp, polypectomy, scar, smear cervix abnormal, tired all the time, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of fallopian tube cyst, the first episode of uterine enlargement, anemia, fatigue, the second episode of fallopian tube cyst and the second episode of uterine enlargement to be related to essure. The reporter commented: current weight: 135 lbs. Seven coils visible after placement of the left essure coils. And two coils visible at the right tubal ostia. The dr. Said, that the patient's cervix was very inflamed and had to be removed. He also said, that the uterus was much larger than it should have been and that the lining was thicker. Dr. Said, she had lost a little more blood than is usual. And that one of her tubes had a lot of scarring and was more difficult to remove diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009, result: unilateral occlusion (left tube occluded). Other (please describe): free spill of contrast from right fallopian tube into peritoneum. Dr. Told patient was still on the x-ray table, that the reason the dye leaked into my body was because one tube wasn't completely closed. He said sometimes the tubes take longer than 12 weeks to completely close around the coils. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, anemia, pain'. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: processed with fu. 13,14. New events added: scar,uterus was 7 times the size. Reporters was added. On (B)(6) 2020, social media received: processed with fu. 12,14. No new significant information was added. Reporter was added. On (B)(6) 2020, social media received: processed with fu. 13,14. No new significant information was added. Reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review. And a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache. Concurrent conditions included anal pain, rectal pain, bronchitis, acute sinusitis, rhinitis, menorrhagia, abdominal adhesions, ischemia bowel, muscle strain, urinary tract infection, uterine fibroids, idiopathic thrombocytopenic purpura, endometrial cancer, endometrial polyp, endometriosis, adenomyosis, thyroid disorder, abdominal pain, abdominal discomfort, heavy periods, vaginal bleeding, pelvic pain and hemorrhoids. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), migraine ("migraine"), anaemia ("anemia"), fatigue ("fatigue"), anxiety ("anxiety") and pelvic pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic inflammatory disease, migraine, anaemia, fatigue, anxiety and pelvic pain outcome was unknown. The reporter considered anaemia, anxiety, device breakage, fatigue, migraine, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: seven coils visible after placement of the left essure coils and two coils visible at the right tubal ostia. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, anemia, pain'. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 17-apr-2019: plaintiff fact sheet and medical record was received. Lot number was added. Event added from medical record- pelvic inflammatory disease. Reporter information, medical history, date of birth was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("dr. Said I lost a little more blood than is usual") in a 43-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one of my tubes had a lot of scarring and was more difficult to remove." And device ineffective "failure to occlude (close) fallopian tube \unilateral occlusion (left tube occluded)". The patient's medical history included headache and attention deficit/hyperactivity disorder. The patient had depression related to having abnormal ultrasound. She missed her yoga teacher training & vacation, due to debilitating periods and loss of health coverage from employer. In (B)(6) 2017, the patient underwent colonoscopy, endoscopy and had biopsy of endometrium following abnormal ultrasound of endometrium. Previously administered products included for an unreported indication: dextroamphetamine. Concurrent conditions included anal pain, rectal pain, bronchitis, acute sinusitis, rhinitis, menorrhagia, abdominal adhesions, ischemia bowel, muscle strain, urinary tract infection, uterine fibroids, idiopathic thrombocytopenic purpura, endometrial cancer, endometrial polyp, endometriosis, adenomyosis, thyroid disorder, abdominal pain, abdominal discomfort, heavy periods, vaginal bleeding, pelvic pain, hemorrhoids, sleep apnea, hemorrhoids, tooth fracture, unspecified vitamin deficiency, asthma, genital herpes and varicose vein. Concomitant products included bupropion since 2010, caffeine;paracetamol (excedrin) since 1983, clonazepam since 2010, docusate sodium (colace) from (B)(6) 2016 to (B)(6) 2018, escitalopram oxalate since 2010, ferrous sulfate from (B)(6) 2017 to (B)(6) 2018, fluticasone since 1990, lifitegrast (xiidra) since 2017, macrogol 400;propylene glycol (systane ultra) since 2012, salbutamol (proventil hfa) since 1990, valaciclovir (valacyclovir) since 2007 and valproate semisodium (divalproex) since july 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pain\chronic pain & invasive procedures") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced the first episode of fatigue ("fatigue\ I remember telling dr. That I was tired all of the time and he told me t get an espresso maker") and the second episode of fatigue ("fatigue"). In 2010, the patient experienced anxiety ("psychological or psychiatric problems - conditions - anxiety \ I experienced situational anxiety") and depression ("psychological or psychiatric problems condition: I experienced situational anxiety/depression related to having abnormal pap smears"). In 2017, the patient was found to have smear cervix abnormal ("psychological or psychiatric problems condition: I experienced situational anxiety/depression related to having abnormal pap smear") and weight increased ("weight gain / loss specify which one: weight gain\ I never owned a bathroom scale and have never measured my weight myself.") And experienced back pain ("lower back pain\ lower right back pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)\missing work due to debilitating periods"). In (B)(6) 2017, the patient experienced anaemia ("anemia w/o medical explanation / I lost a little more blood than is usual"), gastrooesophageal reflux disease ("reflux") and abdominal distension ("bloated belly that felt firm and rubbery making it difficult to teach (prone on belly and hinging from hips became nearly impossible) yoga / bloating / bloated belly region"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine"), headache ("headaches"), pain ("pain during yoga postures"), asthenia ("rubbery making it difficult to teach (prone on belly and hinging from hips became nearly impossible) yoga"), abdominal pain ("front abdomen pain\entire abdomen pain"), cervix inflammation ("dr. Said that my cervix was very inflamed and had to be removed"), uterine enlargement ("he also said my uterus was much larger than it should have been"), endometrial hyperplasia ("that the uterus lining was thicker") and fallopian tube disorder ("one of my tubes had a lot of scarring and was more difficult to remove"). The patient was treated with botulinum toxin type a (botox), sumatriptan (imitrex), valproate semisodium (depakote) and surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy (full),dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic inflammatory disease, genital haemorrhage, migraine, anaemia, depression, smear cervix abnormal, the last episode of fatigue, headache, dysmenorrhoea, pain, asthenia, cervix inflammation, uterine enlargement, endometrial hyperplasia and fallopian tube disorder outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased, gastrooesophageal reflux disease, back pain, abdominal distension and abdominal pain had resolved and the anxiety was resolving. The reporter considered abdominal distension, abdominal pain, anaemia, anxiety, asthenia, back pain, cervix inflammation, depression, device breakage, dysmenorrhoea, endometrial hyperplasia, fallopian tube disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic inflammatory disease, pelvic pain, smear cervix abnormal, uterine enlargement, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: current weight 135 lbs. Seven coils visible after placement of the left essure coils and two coils visible at the right tubal ostia. The dr. Said that the patient's cervix was very inflamed and had to be removed. He also said that the uterus was much larger than it should have been and that the lining was thicker. Dr. Said, she had lost a little more blood than is usual and that one of her tubes had a lot of scarring and was more difficult to remove diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: unilateral occlusion (left tube occluded) other (please describe) free spill of contrast from right fallopian tube into peritoneum. Dr. Told patient was still on the x-ray table that the reason the dye leaked into my body was because one tube wasn't completely closed. He said sometimes the tubes take longer than 12 weeks to completely close around the coils. "Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, anemia, pain". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of product technical complaint. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/ one was broken and appeared to be in uterus'), pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('dr. Said I lost a little more blood than is usual'), fallopian tube perforation ('it looks like one initially perforated tube') and central nervous system immune reconstitution inflammatory response ('chronic autoimmune response affects thyroid and adrenal glands, seratonin production and a host of other hormones') in a 43-year-old female patient who had essure (batch no. 627748) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube \unilateral occlusion (left tube occluded)", medical device monitoring error "should not have had it done with essure" and device difficult to use "one of my tubes had a lot of scarring and was more difficult to remove." The patient's medical history included headache and attention deficit/hyperactivity disorder. The patient had depression related to having abnormal ultrasound. She missed her yoga teacher training & vacation, due to debilitating periods and loss of health coverage from employer. In (B)(6) 2017, the patient underwent colonoscopy, endoscopy and had biopsy of endometrium following abnormal ultrasound of endometrium. Previously administered products included for an unreported indication: dextroamphetamine. Concurrent conditions included anal pain, rectal pain, bronchitis, acute sinusitis, rhinitis, menorrhagia, abdominal adhesions, ischemia bowel, muscle strain, urinary tract infection, uterine fibroids, idiopathic thrombocytopenic purpura, endometrial cancer, endometrial polyp, endometriosis, adenomyosis, thyroid disorder, abdominal pain, abdominal discomfort, heavy periods, vaginal bleeding, pelvic pain, hemorrhoids, sleep apnea, hemorrhoids, tooth fracture, unspecified vitamin deficiency, asthma, genital herpes and varicose vein. Concomitant products included bupropion since 2010, caffeine;paracetamol (excedrin) since 1983, clonazepam since 2010, docusate sodium (colace) from (B)(6) 2016 to (B)(6) 2018, escitalopram oxalate since 2010, ferrous sulfate from (B)(6) 2017 to (B)(6) 2018, fluticasone since 1990, lifitegrast (xiidra) since 2017, macrogol 400;propylene glycol (systane ultra) since 2012, salbutamol (proventil hfa) since 1990, valaciclovir (valacyclovir) since 2007 and valproate semisodium (divalproex) since july 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pain\chronic pain & invasive procedures") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced tired all the time ("fatigue\ I remember telling dr. That I was tired all of the time and he told me t get an espresso maker/ tired") and fatigue ("fatigue"). In 2010, the patient experienced anxiety ("psychological or psychiatric problems - conditions - anxiety \ I experienced situational anxiety") and depression ("psychological or psychiatric problems condition: I experienced situational anxiety/depression related to having abnormal pap smears"). On (B)(6) 2016, the patient experienced hot flush ("hot flashes") and night sweats ("night sweats"). In 2017, the patient was found to have smear cervix abnormal ("psychological or psychiatric problems condition: I experienced situational anxiety/depression related to having abnormal pap smear") and weight increased ("weight gain / loss specify which one: weight gain\ I never owned a bathroom scale and have never measured my weight myself.") And experienced back pain ("lower back pain\ lower right back pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)\missing work due to debilitating periods"). In (B)(6) 2017, the patient experienced anemia, unspecified ("anemia w/o medical explanation / I lost a little more blood than is usual"), gastrooesophageal reflux disease ("reflux") and abdominal distension ("bloated belly that felt firm and rubbery making it difficult to teach (prone on belly and hinging from hips became nearly impossible) yoga / bloating / bloated belly region"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced flatulence ("the gas pain was so bad that I could barely lift arms up shoulder height"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine"), headache ("headaches"), pain ("pain during yoga postures"), asthenia ("rubbery making it difficult to teach (prone on belly and hinging from hips became nearly impossible) yoga"), abdominal pain ("front abdomen pain\entire abdomen pain"), cervix inflammation ("dr. Said that my cervix was very inflamed and had to be removed"), uterine enlargement ("he also said my uterus was much larger than it should have been/ abnormal uterine lining"), endometrial hyperplasia ("that the uterus lining was thicker/ uterine lining was abnormal "), fallopian tube disorder ("one of my tubes had a lot of scarring and was more difficult to remove"), gastrointestinal disorder ("gi issues"), adnexa uteri cyst ("tubal cyst"), polyp ("polyps"), muscular weakness ("my muscles are weak"), fallopian tube cyst ("I only had cyst on my tubes"), anemia ("anemia"), fallopian tube perforation (seriousness criteria medically significant and intervention required), influenza ("I got flu one week after my surgery"), central nervous system immune reconstitution inflammatory response (seriousness criterion medically significant), malabsorption ("absorption of nutrients is affected."), inflammation ("chronic inflammation"), dyspepsia ("heartburn"), disease risk factor ("risk for a deep vein thrombosis"), chest discomfort ("discomfort of breathing."), mobility decreased ("couldnt move over to tie shoes or practice yoga") and eye swelling ("my eyes are swollen from crying so much"), was found to have uterine leiomyoma ("fibroids") and underwent polypectomy ("abnormal thickening of lining and a polyploid growth removal"). The patient was treated with botulinum toxin type a (botox), sumatriptan (imitrex), valproate semisodium (depakote) and surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy (full),dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic inflammatory disease, genital haemorrhage, migraine, anemia, unspecified, tired all the time, depression, smear cervix abnormal, fatigue, headache, dysmenorrhoea, pain, asthenia, cervix inflammation, uterine enlargement, endometrial hyperplasia, fallopian tube disorder, flatulence, hot flush, night sweats, gastrointestinal disorder, adnexa uteri cyst, polyp, uterine leiomyoma, muscular weakness, fallopian tube cyst, anemia, fallopian tube perforation, influenza, polypectomy, central nervous system immune reconstitution inflammatory response, malabsorption, inflammation, dyspepsia, disease risk factor, chest discomfort, mobility decreased and eye swelling outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased, gastrooesophageal reflux disease, back pain, abdominal distension and abdominal pain had resolved and the anxiety was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, anemia, unspecified, anxiety, asthenia, back pain, central nervous system immune reconstitution inflammatory response, cervix inflammation, chest discomfort, depression, device breakage, disease risk factor, dysmenorrhoea, dyspepsia, endometrial hyperplasia, eye swelling, fallopian tube cyst, fallopian tube disorder, fallopian tube perforation, flatulence, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, inflammation, influenza, malabsorption, menorrhagia, migraine, mobility decreased, muscular weakness, night sweats, pain, pelvic inflammatory disease, pelvic pain, polyp, polypectomy, smear cervix abnormal, tired all the time, uterine enlargement, uterine leiomyoma, vaginal haemorrhage, weight increased, anemia and fatigue to be related to essure. The reporter commented: current weight 135 lbs. Seven coils visible after placement of the left essure coils and two coils visible at the right tubal ostia. The dr. Said that the patient's cervix was very inflamed and had to be removed. He also said that the uterus was much larger than it should have been and that the lining was thicker. Dr. Said, she had lost a little more blood than is usual and that one of her tubes had a lot of scarring and was more difficult to remove. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: unilateral occlusion (left tube occluded) other (please describe) free spill of contrast from right fallopian tube into peritoneum. Dr. Told patient was still on the x-ray table that the reason the dye leaked into my body was because one tube wasn't completely closed. He said sometimes the tubes take longer than 12 weeks to completely close around the coils.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, anemia, pain'. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-nov-2019: social media received. Reporter information updated. Events: the gas pain was so bad that I could barely lift arms up shoulder height, hot flashes, night sweats, gi issues, tubal cyst, polyps, fibroids, my muscles are weak, I only had cyst on my tubes, should not have had it done with essure, anemia, it looks like one initially perforated tube, I got flu one week after my surgery, abnormal thickening of lining and a polyploid growth removal, chronic autoimmune response affects thyroid and adrenal glands, seratonin production and a host of other hormones, absorption of nutrients is affected., chronic inflammation, heartburn, risk for a deep vein thrombosis, discomfort of breathing, couldnt move over to tie shoes or practice yoga, my eyes are swollen from crying so much were newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraine"), anaemia ("anemia"), fatigue ("fatigue"), anxiety ("anxiety") and pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, migraine, anaemia, fatigue, anxiety and pain outcome was unknown. The reporter considered anaemia, anxiety, device breakage, fatigue, migraine and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("dr. Said I lost a little more blood than is usual") in a 43-year-old female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one of my tubes had a lot of scarring and was more difficult to remove." And device ineffective "failure to occlude (close) fallopian tube \unilateral occlusion (left tube occluded)". The patient's medical history included headache and attention deficit/hyperactivity disorder. The patient had depression related to having abnormal ultrasound. She missed her yoga teacher training & vacation, due to debilitating periods and loss of health coverage from employer. In (B)(6) 2017, the patient underwent colonoscopy, endoscopy and had biopsy of endometrium following abnormal ultrasound of endometrium. Previously administered products included for an unreported indication: dextroamphetamine. Concurrent conditions included anal pain, rectal pain, bronchitis, acute sinusitis, rhinitis, menorrhagia, abdominal adhesions, ischemia bowel, muscle strain, urinary tract infection, uterine fibroids, idiopathic thrombocytopenic purpura, endometrial cancer, endometrial polyp, endometriosis, adenomyosis, thyroid disorder, abdominal pain, abdominal discomfort, heavy periods, vaginal bleeding, pelvic pain, hemorrhoids, sleep apnea, hemorrhoids, tooth fracture, vitamin deficiency nos, asthma, genital herpes and varicose vein. Concomitant products included bupropion since 2010, caffeine;paracetamol (excedrin) since 1983, clonazepam since 2010, docusate sodium (colace) from (B)(6) 2016 to (B)(6) 2018, escitalopram oxalate since 2010, ferrous sulfate from (B)(6) 2017 to (B)(6) 2018, fluticasone since 1990, lifitegrast (xiidra) since 2017, macrogol 400;propylene glycol (systane ultra) since 2012, salbutamol (proventil hfa) since 1990, valaciclovir (valacyclovir) since 2007 and valproate semisodium (divalproex) since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pain\chronic pain & invasive procedures") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced the first episode of fatigue ("fatigue\ I remember telling dr. That I was tired all of the time and he told me t get an espresso maker") and the second episode of fatigue ("fatigue"). In 2010, the patient experienced anxiety ("psychological or psychiatric problems - conditions - anxiety \ I experienced situational anxiety") and depression ("psychological or psychiatric problems condition: I experienced situational anxiety/depression related to having abnormal pap smears"). In 2017, the patient was found to have smear cervix abnormal ("psychological or psychiatric problems condition: I experienced situational anxiety/depression related to having abnormal pap smear") and weight increased ("weight gain / loss specify which one: weight gain\ I never owned a bathroom scale and have never measuredmy weight myself.") And experienced back pain ("lower back pain\ lower right back pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)\missing work due to debilitating periods"). In (B)(6) 2017, the patient experienced anaemia ("anemia w/o medical explanation / I lost a little more blood than is usual"), gastrooesophageal reflux disease ("reflux") and abdominal distension ("bloated belly that felt firm and rubbery making it difficult to teach (prone on belly and hinging from hips became nearly impossible) yoga / bloating / bloated belly region"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine"), headache ("headaches"), pain ("pain during yoga postures"), asthenia ("rubbery making it difficult to teach (prone on belly and hinging from hips became nearly impossible) yoga"), abdominal pain ("front abdomen pain\entire abdomen pain"), cervix inflammation ("dr. Said that my cervix was very inflamed and had to be removed"), uterine enlargement ("he also said my uterus was much larger than it should have been"), endometrial hyperplasia ("that the uterus lining was thicker") and fallopian tube disorder ("one of my tubes had a lot of scarring and was more difficult to remove"). The patient was treated with botulinum toxin type a (botox), sumatriptan (imitrex), valproate semisodium (depakote) and surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy (full),dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic inflammatory disease, genital haemorrhage, migraine, anaemia, depression, smear cervix abnormal, the last episode of fatigue, headache, dysmenorrhoea, pain, asthenia, cervix inflammation, uterine enlargement, endometrial hyperplasia and fallopian tube disorder outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased, gastrooesophageal reflux disease, back pain, abdominal distension and abdominal pain had resolved and the anxiety was resolving. The reporter considered abdominal distension, abdominal pain, anaemia, anxiety, asthenia, back pain, cervix inflammation, depression, device breakage, dysmenorrhoea, endometrial hyperplasia, fallopian tube disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic inflammatory disease, pelvic pain, smear cervix abnormal, uterine enlargement, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: current weight 135 lbs. Seven coils visible after placement of the left essure coils and two coils visible at the right tubal ostia. The dr. Said that the patient's cervix was very inflamed and had to be removed. He also said that the uterus was much larger than it should have been and that the lining was thicker. Dr. Said, she had lost a little more blood than is usual and that one of her tubes had a lot of scarring and was more difficult to remove diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: unilateral occlusion (left tube occluded) other (please describe) free spill of contrast from right fallopian tube into peritoneum. Dr. Told patient was still on the x-ray table that the reason the dye leaked into my body was because one tube wasn't completely closed. He said sometimes the tubes take longer than 12 weeks to completely close around the coils.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, anemia, pain'. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received : reporter added. Events-vaginal bleeding,menorrhagia,depression,abnormal pap smears, fatigue, migraines, headaches, dysmenorrhea, failure to occlude (close) fallopian tube(s), weight gain ,reflux, bloated belly and rubbery, back pain, abdominal pain, fallopian tube disorder, cervix inflammation, endometrial hyperplasia, uterine enlargement, dr. Said I lost a little more blood than is usual and one of my tubes had a lot of scarring and was more difficult to remove were added. Concomitant drugs and conditions were added. Medical histories, lab test and treatment drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.